Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
Device 1 of 2: reference MFR report#1627487-2016-04771. It was reported the patient discontinued use of her scs system several months ago due to ineffective stimulation. Reportedly, the issue has been ongoing since a previous lead revision (reference MFR report#1627487-2015-08377). As a result, a drg trial maybe considered as the next course of action to address the issue.